Manufacturer narrative:
Concomitant medical products: etco2. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Patient identifier, age or date of birth, sex, weight were requested but not provided.

Event description:
It was reported that the customer pump alarmed with air-in-line error. Patient's pump interrogated for malfunction and pump restarted. Same incident occurred minutes later with the same course of action. 5-10 minutes later pump error messaged appeared prompting change out of pump channel. No other channel lost use except affected channel. Pump prompted to press continue to acknowledge. Pump continued not to work. Medication restarted on different pump with minimal time of infusion pause. There was no injury to the patient.

Manufacturer narrative:
Additional info: b5; added health professional on g3; serial number (B)(6) gtin/UDI did not populate in trackwise and is unavailable.

Event description:
It was reported from the critical care department that the device alarmed for air-in-line. The device was interrogated for malfunction and pump restarted. Same incident occurred minutes later with the same course of action. Approximately, 5-10 minutes later the device error message appeared to prompt the user to change out the pump module. No other pump module lost use except the affected device. The device prompted user to press continue to acknowledge. Device continued not to work. The unspecified medication was restarted on a different pump with minimal time of infusion pause. There were no adverse effects caused to the patient from the event.